Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had two sensors that caused them to bleed when they put them in. The customer also reported that they had sensor discrepancies with one of the sensor. The threshold suspend was triggered. Their blood glucose during the incident was 91 mg/dl but the sensor glucose was around 40 mg/dl. The sensor will be returned for analysis.